Event description:
Patient with ulcerations and peripheral vascular disease underwent lower extremity angiography and stenting. At end the case a mynx closure devise deployed. However hematoma developed. Manual compression x 1 hour. 2nd procedure required with stenting. Pseudoaneurysm noted. 2nd closure device successfully deployed.what was the original intended procedure?lower extremity angiography and stenting.